Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as having sores on their back under the te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an antibiotic drip while in the hospital and given antibiotics to go home with for the skin irritation. Follow up indicated that the skin irritation improved.